Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Visual inspection revealed the distal portion of the paddle pellethane tubing was torn, exposing the internal components. The catheter was inserted and removed from a stock sheath with no resistance or anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured tubing remains unknown.

Event description:
This report is to advice of a fracture noted in the catheter during analysis.